Event description:
Hold vm 10.11 china nmpa report received (number is (B)(4)) which states: (B)(6) 2023, at the end of surgery, the blood vessel was sutured. After puncture, it was pulled up and found that there was no suture pulled up. It was suspected that the suture broke. The stapler was replaced to complete the surgery. Subsequent to received china nmpa report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a lower limb arterial treatment with a 6f sheath. Reportedly, when the plunger was pulled out, the suture did not pull out as well. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.